Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Technical services (ts) reviewed troubleshooting options for potential fracture or spring contact interaction. Additional information received indicated that the patient was seen in clinic for isometrics with commanded impedance tests, and no out of range pace impedance measurements were seen at that time. The out of range rv pace impedance alert value was set to 3,000 ohms, and the beeper was programmed off. It was later reported that another alert was triggered due to out-of-range pace impedance measurements greater than 3,000 ohms. It was noted that thresholds and sensing were good, there was no noise, and the patient paced 1%. This ICD and rv lead remain in service. The patient will continue to be monitored. No adverse patient effects were reported.